Event description:
The customer performed comparison tests with the freestyle meter and results were 47 and 161 mg/dl. Precision testing was done at the time of the initial call and the results were 148 mg/dl and 115 mg/dl.